Manufacturer narrative:
(B)(4). Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.50x12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported event may be due to interaction with another device. (B)(4).

Event description:
It was reported that the patient became unstable. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery(rca). Angioplasty of the left circumflex artery was done successfully; but the proximal rca lesion was tight in the ostial area. A 2.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, before the final deployment during positioning of the stent, the physician gave 200 contrast and the patient became unstable. The device was removed and the procedure was not completed. No further patient complications were reported and the patient's status was then stabilized.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient became unstable. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery(rca). Angioplasty of the left circumflex artery was done successfully; but the proximal rca lesion was tight in the ostial area. A 2.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, before the final deployment during positioning of the stent, the physician gave 200 contrast and the patient became unstable. The device was removed and the procedure was not completed. No further patient complications were reported and the patient's status was then stabilized.